Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was fractured. The fracture was confirmed via fluoroscopy. The lead also exhibited out of range pace impedances greater than 2000 ohms, noise and an inappropriate shock. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.